Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital due to a syncopal episode. Interrogation of the device with a programmer noted the device and rv lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature 11 months ago. It was reported that patient had slipped and fell and broke their right arm around that time. A lead fracture was suspected, however, was not confirmed. The patient had then been lost to follow up and had not had a device check since the fall. The patient was noted to have sinus bradycardia with conduction around 35 beats per minute (bpm). The device was programmed aair and the patient was admitted to the hospital to determine the cause of syncope. Based upon evaluation in the hospital, the syncope was not felt to have been caused by the device or lead as the patient did not require much pacing. The patient was discharged from the hospital and was seen in clinic by their following physician. The patient was placed on a holter monitor. The physician noted that the patient was doing well and may not need an rv lead replacement. Holter monitoring is ongoing. No adverse patient effects were reported. This product remains in service.